Event description:
It was reported that the wheel of a patient lift was stuck and a nurse tried shaking the wheel loose. The patient fell out of the sling and broke her ribs and was sent to the emergency room. The patient has indicated that she no longer wants to use the lift. The left front wheel was bent due to the incident. The patient did not sustain any further injuries. No additional information is available.